Manufacturer narrative:
(B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. Per the information provided by the facility, "nurse had rested used needle on bed, and when cleaning up swept hand over needle and stuck hand". It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been forwarded to the actual manufacturer. If the sample, lot number and/or additional pertinent information becomes available, a follow up report will be filed. (B)(4).

Event description:
As reported by the user facility: event: reports needle stick injury. Nurse had rested used needle on bed, and when cleaning up swept hand over needle and stuck hand. Customer did not save sample. On a follow up call to the facility, student nurse anesthetist (srna), reporting the needle stick, did not have product # or lot #. I spoke to her she stated that she started IV in patient's hand, did not get a flashback right away, left the catheter in place, pulled out the needle, did not notice where the clip was located at the time, "set it on the trash pile on the patient's bed", when she went to grab the trash to discard, she stuck herself with the needle in the "left pointer finger", she disposed of the needle immediately in the biohazard container, washed her finger. She went to the ER where they drew blood from herself (negative for hepatitis). Patient is positive for hiv, and hepatitis c. The "western blot test was negative, therefore I was not started on viral medication".